Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. Final analysis found as received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. The s-curve hump height was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, loss of capture was noted on the left ventricular (lv) lead. The patient presented for a lead revision. Prior to the procedure, loss of capture was noted on the atrial lead as well. Both leads had dislodged. The physician explanted and replaced both atrial and lv leads. There we no patient complications. The patient condition was stable.